Manufacturer narrative:
The reported event of channel disconnect/error codes file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can't be performed using the site visit alone. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. The customer stated that there was no patient harm.

Event description:
The customer reported channel disconnects during infusions with a device when bumped or jolted. There was no patient harm.

Manufacturer narrative:
The reported event of channel disconnect/error codes file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can¿t be performed using the site visit alone. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. The customer stated that there was no patient harm.

Event description:
The customer reported channel disconnects during infusions with a device when bumped or jolted. There was no patient harm.